Manufacturer narrative:
Hamilton medical ag reference to this case is: (B)(4).

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: tightness test failed. Summary: flow sensor calibration fails / leak test failed (tightness test failed).